Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated potassium (k) patient result was obtained on the dimension exl with lm system. A siemens technical service technician (tst) was dispatched to the site and stated that the quality control (qc) was in range on the date of the event. No instrument malfunction was identified. The tst stated that the reported event was resolved by redrawing the sample. Siemens headquarters support center (hsc) has completed the investigation of the event. Hsc evaluated the instrument data logs. No product problem has been identified. Hsc concluded that the data indicated a sample specific issue, however a specific cause cannot be identified. The cause of the discrepant k result is unknown. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely elevated potassium (k) result was obtained on a patient serum sample on a dimension exl with lm system. The result was not reported to the physician(s). The sample was reprocessed on the same date and a lower result was obtained. A new sample was drawn and processed on the original and on an alternate dimension system. A lower result was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated potassium result.